Event description:
Customer reported that the zipper teeth are broken; as a result, the zipper separates when it is closed. A pt was able to get out of the canopy bed a couple of times. It was reported that the pt suffers from a brain injury and this is the reason the pt would slam herself up against the bed side panel and the zipper would separate. The pt was able to separate the zipper a couple of times within a 24 hours period which started in the evening. The reporter did not know the specific date of the incident. The pt was removed from the bed, because of the damaged zipper and placed into another canopy bed. There was no pt injury reported.

Manufacturer narrative:
Results: inspection of the returned product revealed the pt access window side a has an insert pin tape tear. Note: posey instructions for use has a warning statement. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access will not open when pressure is applied. (B)(4).